Event description:
Related manufacturer reference number: 1627487-2022-06584, 1627487-2022-06585. It was reported that the ipg as well as the left and right extensions were eroding through the skin. No infection was present. Surgical intervention was undertaken wherein both extensions and ipg were explanted and replaced. The ipg pocket was also repositioned and relocated to the abdomen. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.